Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient had high impedance on some electrodes. The patient had a history of falls and it was noted that the high impedance may be related to the falls. The patient was reprogrammed for adequate coverage of symptoms. The issue occurred during normal use. No surgical intervention occurred or was planned. The patient was alive with no injury. Cauda equina syndrome was noted as patient medical history.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.